Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited unacceptable thresholds. The lead could not be repositioned and was explanted and replaced. The patient was in stable condition post surgery.